Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor arm failed self-test. The customer¿s blood glucose was unknown. Customer states she had to press the buttons real hard. She thought it needed to be replaced back then and then recently the pump has been coming up with errors. Troubleshooting was performed alarm did not occur during the rewind. Assisted customer in performing a self test and result motor arm failed self-test. The customer was advised pump will be replaced. Advised to revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test and excessive no delivery test. The run current test was in specification. Rf pic failed self test alarmed during self test and unit received with high idle current due to corrosion on all electronic assemblies. Intermittent button response on the act and down arrow buttons due to flattened dome switches ; electrical board on lcd board was not unlocked during visual inspection. Unable to prime during prime or compromised force sensor system alarm test due to slight moisture damage on fsr. Device received with severely scratched casing, minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, moisture damage on motor home switch, severely corroded battery tube and corroded battery tube spring.